Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer¿s report # 2916596-2020-06417 covers the patient's death. It was reported that the physician was worried about a clot in the pump. The patient had elevated lactate dehydrogenase, some urobilinogen in the urine and a recent splenic infarct. The physician reported that they didn't have heart failure symptoms since there was left ventricular recovery. The patient underwent a hmii to hm3 pump exchange for suspected thrombus on (B)(6) 2020. The patient went into right ventricle failure during surgical procedure and a temporary rvad placed. The patient¿s right ventricle failure worsened overnight and patient passed away of right heart failure on (B)(6) 2020 in the morning. Vad support was withdrawn and there were no heartmate 3 lvad device issues and the device was not explanted. The patient's cause of death was right ventricular failure per the clinician.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump thrombosis was confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number(B)(6). The submitted log file contained data from 23oct2020 through 04dec2020. No clear trend in pump power, calculated flow, or average pi was observed. No atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log file and the device appeared to be functioning as intended. (B)(6) was returned assembled with the driveline severed approximately 5.0¿ from the pump housing. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The apical sewing ring was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured thrombus formations or depositions. However, upon disassembly of the pump body, examination of the proximal side of the outlet stator revealed a tissue-like deposition loosely seated against the stator blades. Although this deposition lacked any areas of lamination, a portion of it appeared to be slightly denatured, indicating that it was present for an undetermined amount of time while the pump was operating. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, the presence of thrombus within the device could have contributed to the reported elevated ldh. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue or the formation of the observed thrombus. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. An explanation of each pump¿s parameters can also be found in this section. Section 6, ¿patient care and management¿, outlines indications of pump thrombosis and how to respond to such events. Section 6 also outlines the suggested anticoagulation therapy and inr range for patient using the heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.